Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One first PICC catheter was received with an injector cap attached. The injector cap was removed and the PICC was flushed. Leakage was detected in the overmolded extension portion of the catheter. At the area of leakage, a slit was observed (parallel to the lumen of the catheter). Leakage from the tubing just below the hub was observed. The leakage was coming from a small smooth slit in the tubing. A definitive cause could not be determined, however, a potential cause is damage caused by an external object. A control catheter was cut with a scalpel in the same location as the leakage. Leakage was induced, and the appearance of the slit created was similar to the slit in the returned catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC was placed on (B)(6) 2017. Last night rn noticed PICC was leaking in three areas around the securement disc. PICC line was pulled/discontinued. Unknown if new PICC was placed. Was infusing at kvo.